Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 10/15/2015. The product was returned for analysis, and visual examination confirmed this was a taper ii. Device evaluation was performed, and the device was found to be leaking at the shell. Examination of the device observed striated openings, consistent with surgical damage to the lap-band. Device labeling addresses the possibility of a leak as well as surgical damage as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. Caution: care must be taken to avoid damaging the band, its inflatable section or tubing, the access port or the calibration tube. Use only rubber-shod clamps to clamp tubing. Caution: patients should be advised that the lapband system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: patient had a device leak and explant of the lap-band system. During a fill the physician retrieved only 6cc instead of the 11cc expected.